Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse discovered that the equipment had a lot of dust. The power module also had a lot of dust. After removing dust from all the modules of the device, power was restored. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported that during use , the cs100 intra-aortic balloon pump (iabp) device automatically shuts down without alarm. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.